Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported 27 cases of "delayed accumulation of regenerative material behind the optic and capsular distention syndrome". In a follow-up, the surgeon further reported that, in some of his patient, he noted multiple "white reflective dots of various sizes" within the matrix of the iol. In most cases, the patient is not aware of these dots. However, a few have reported loss of visual acuity, testing at about 20/40 and of these patients, some are experiencing a loss of contrast sensitivity. Also, he noted that the majority of the patients in which he sees these microvacuoles are diabetic, and one or two have glaucoma. Some patients have had a lens exchange. Additional information has been requested. Three lenses were reported with this event. This medical device report is for the second lens.